Event description:
It was reported that fluoroscopy shows the right ventricular (rv) lead had dislodged. The lead was found to have high thresholds. The lead was repositioned and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).